Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited non-reproducible noise on the rate/sense channel that caused some diverted epsiodes and inhibition of pacing.